Manufacturer narrative:
On 22 july 2016 the medical affairs director performed a clinical evaluation and commented as follows: femoral stem revision in a cementless tha after 5.5 years. On the x-rays, the stem is radiographically loose, but there is no history available, so no hypothesis can be made as to the possible origin of the problem. Aseptic loosening is a known, possible adverse event following tha, and very often causes cannot be determined with certainty. Batch review performed on 22 july 2016. (B)(4). On 22 july 2016 it was prepared a final report with the information submitted in this initial report. On 25 july 2016 the report was sent to the initial reporter and the case was closed.

Event description:
The patient came in due to instability. The surgeon noticed that the stem was loose. The surgeon revised the stem. The surgery was completed successfully. X-rays are available. Explants are not available.